Event description:
Stereotactic body radiation therapy (sbrt) done on (B)(6) 2019 after ablation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) with no further reported issues at this time. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted (B)(6) 2019 to be transferred for radioablation or some other more definitive therapy for ventricular tachycardia (vt). Patient had runs of vt (ventricular tachycardia) with implantable cardioverter-defibrillator (ICD) shock, on mexiletine and amiodarone. Plan to transfer out of state for treatment, but currently awaiting transfer. Patient on progressive care unit now.